Event description:
It was reported that pump displayed malfunction code and could not be reset, with unknown impact on customer¿s blood glucose level because caller declined to provide this information. No additional information was received regarding the outcome of the event. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump shipment, instructed customer to place malfunctioning pump in storage mode, re-enter pump settings, reconnect continuous glucose monitor to replacement pump, and return failed pump using prepaid label within specified time frame.